Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: 9735821, product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: multiple fdd/annex a codes were reported. A1102 was coded for the error message. A05 was coded for the orange light-emitting diode (led) camera issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system gave a localizer faulted error and the orange light-emitting diode (led) was on. The error would go off by rebooting the system. There was no patient involvement.

Manufacturer narrative:
D9, h2, h3: the return of 9735821 provided the lot number p903146. The hardware was returned and analysis was performed. The returned positioning sensor unit (psu) contained scratches on the housing and lenses. A check of the event log revealed intermittent firmware incompatibility dating back to october 2021 and intermittent illuminator current low, dating back to december 2020. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .444mm with a passing threshold of .250mm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.